Event description:
It was reported by the plaintiff's attorney that "in approximately (B)(6) 2005" the plaintiff was implanted with an unknown "pelvic mesh" device "with the intention of treating her for pelvic organ prolapse and stress urinary incontinence". It was alleged that the plaintiff "suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding", "has experienced significant mental and physical pain and suffering and she has sustained permanent injury", and has had other injuries.

Manufacturer narrative:
The device implanted in this patient was not specified. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.